Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an internal failure, the device displays a red x and chirps. There was no report of patient involvement.